Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a gradual increase in pacing thresholds over the last nine months. There is a slight decrease in r wave measurements. Defibrillaton testing was normal. Additional information was received 7 months later stating the pacing impedance was out-of-range with both the device and the pacing system analyzer. The pacing thresholds were also high, but the rv lead was pacing. During an invasive procedure no damage to the lead was evident. The rate/sense portion was capped, and a new lead was placed for this function. The shocking portion remains active. The device was prophylactically explanted due to an advisory/recall notice.